Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 75-78% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The 2.25x28mm promus element stent was advanced to the lesion but the physician encountered resistance and had difficulty positioning the stent. Under fluoroscopy it was noted that a strut appeared to be jutting out of the proximal end of the stent. Upon removal stent damage to the proximal end was noted. The procedure was completed another 2.25x28mm promus element. No patient complications were reported and patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned with the stent dislodged from the stent delivery system (sds). The stent was pinched flat in parts and was stretched. The balloon was found to be inflated. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. There were kinks identified in the inner lumen at the proximal end of the balloon and along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A product mandrel was inserted into the guidewire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 75-78% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The 2.25x28mm promus element stent was advanced to the lesion but the physician encountered resistance and had difficulty positioning the stent. Under fluoroscopy it was noted that a strut appeared to be jutting out of the proximal end of the stent. Upon removal stent damage to the proximal end was noted. The procedure was completed another 2.25x28mm promus element. No patient complications were reported and patient status is stable. This product is only ous approved but it is similar to an approved us device.